Manufacturer narrative:
Pump received with intermittent button response due to flattened button dome switch. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and cracked reservoir tube.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was sticking on the insulin pump. Customer's blood glucose was 164 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.